Event description:
The customer alleged to have used cidex opa on critical devices. The customer was aware that cidex opa is an hld and critical devices require sterilization. The customer understood the recommendations per the instructions for use (IFU), but did not follow them. The customer stated that the instruments were not used on pts and no injuries were involved.